Manufacturer narrative:
Unit received with intermittent buttons due to unlocked connector at lcd board. Unit received with cracked case at display window corners, display window, reservoir tube, reservoir tube window and battery tube threads. Unit received with minor scratched lcd window.

Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that the up and down arrow buttons were not responding. Customer's blood glucose was 202 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.